Event description:
It was reported that the system 9900 locked up during a procedure, immediately following the release of the fluoro switch. The system continued beeping as if still producing x-rays. Patient undergoing spinal procedure under anesthesia. The system was reinitialized and the procedure was completed without further incident. There was no reported adverse patient involvement and there was no further patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.